Manufacturer narrative:
Device evaluation: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no physical damage. Functional testing involved delivery accuracy testing and found the pump's average delivery error to be within the published specification of +/-6%. Based on the investigation, the delivery accuracy complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump delivered "inaccurately". No adverse effects were reported.